Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an injection gold probe was used in a procedure performed for the hemostasis of a stomach ulcer according to the complainant, during the procedure, the needle of the injection gold probe would not extend from the device, while inside of the patient. It was also tested outside of the patient and didn't extend. Another injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. This event is reportable, based on the results of the device investigation on (B)(6), 2010. The device was found to have the needle extended when received, and the needle could not be retracted.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The customer's complaint for the device's failure to extend during the procedure has been confirmed. The returned device was received with the tip of the needle exposed at ceramic tip. The device does not respond upon actuation, and the needle could not be retracted, or extended. The handle is loose upon actuation. The handle, after opening, revealed that the hypotube inside of the handle was fractured in three pieces. All three sites appeared to have fractured due to fatigue in a cyclic bending overload motion, which may have been caused by repeated unsuccessful attempts to extend the needle during the procedure. The most probable cause of failure is attributed to operational context. A review of the device history record (DHR) was performed; no anomalies were noted. .